Event description:
The hospital reported that during endoscopic vein harvesting procedures during the last couple of weeks, six short port btt black inflation valves dislodged (popped out) so the balloons would not remain inflated and hold pressure. Replacement units were used from accessory kits to complete the procedures. The hospital did not report any patient complications. It is unknown when the cases occurred, how many failed during each case, and the lot numbers; therefore, all six will be tracked in this one case. This report is for the second device.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B)(4).